Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Treatment of ineffective endocardial defibrillation with subcutaneous array: a case report turk kardiyoloji dernegi arsivi. 2017;45(8):748-751 10.5543/tkda.2017.83737. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a bi-ventricular implantable cardioverter defibrillator (ICD). The authors discussed a case where at the time of implant, defibrillation threshold testing was performed. Defibrillation was found to be ineffective and after several attempts, the patient was defibrillated externally. Re-positioning of the right ventricular (rv) lead was done and delivery from the ICD via different pathways was ineffective. Sinus rhythm was recovered with external defibrillation. The dft testing was postponed and repeated fifteen days later and found to be effective. Dft testing was repeated twenty days later and again revealed a high dft threshold. It was then decided to implant a subcutaneous array. Following, dft testing was done and was effective three consecutive times. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.